Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the sponge in the minicap had an inadequate amount of iodine. The home patient stated they did not use the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 25, 2014 and may 02, 2014. Evaluation summary: actual device was not returned for evaluation; however a companion sample was received for evaluation. Visual inspection, pressure testing, and functional testing was performed on the companion sample with no issues found. Iodine was present in the companion sample. A weight check was performed and the iodine dispensed into the minicap was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.